Event description:
The customer reports when using a maestro with the device it did not deploy so the device had to be removed. The anatomy was not torturous. No additional details were provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device was retuned for investigation. The plug was partially unthreaded from the delivery wire. The male screw was bent at ~30-45 degrees. The delivery wire was returned in 2 pieces. After some initial resistance (believed to be from dried blood), the plug unthreaded completely from the delivery wire. After cleaning the male screw of dried blood, the device was threaded completely on and off multiple times with minimal resistance. Due to the severe damage to the returned product, a definitive cause for this incident could not be determined. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.